Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms the screwdriver part of the device broke off. The broken piece was not returned with the device. Also the device is rounded off on one end and there are several nicks on the metal of the device. This instrument exhibits signs of significant use and wear. A medical investigation was conducted and confirms per complaint details, during thr surgery the surgeon was inserting a screw in hard bone and the ref ball jnt screwdriver shaft tip broke. Reportedly, the procedure was completed without delay using a smith and nephew back up device without further complications reported. It has not been reported whether the broken tip was retrieved from the patient. Without responses to the documentation/information requests, the reported event could not be further assessed. Based on the limited information provided, the root cause of the breakage could not be concluded. The product evaluation will be performed independent of this medical assessment. The externally communicating device is neither manufactured nor intended for implantation; and is not approved for long term internal tissue exposure and long term implantation data is not available. The patient impact beyond the reported device breakage/possible retained foreign body during the thr procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the tip fragment could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available and/or a product evaluation conclude relevant findings in the future, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint internal reference: (B)(4).

Event description:
It was reported that, during thr surgery the surgeon was inserting a screw in hard bone and the ref ball jnt screwdriver shaft tip broke. There is no information regarding if all the pieces were removed from the patient. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported.